Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, the patient fell down the stairs and the peg tube was unintentionally removed which caused the patient missed his dose. On (B)(6) 2015 new peg tube was placed. Reportedly, the oral drug therapy was discontinued and the duodopa treatment was restarted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.